Event description:
On 07/14/2022, zyno medical received a complaint from an end user. It was reported that the pump first allowed air to get past the air-in-line sensor around christmas. The patient noticed there was no more fluid in the line, and it was cycling the air through the pump all the way to the filter. The nurse did not think to report the event at that time. The same event took place again on (B)(6) 2022. The user stated that the pump allowed air to get past the sensor on the pump. "There is now a constant air-in-line alarm whenever an infusion is started." Ocrevus was the medication being infused in all situations. The device operator was a registered nurse. There was a patient involved. The patient was not harmed or injured; they noticed the air bubbles before it ever got to the patient.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
This is a follow-up for the initially filed MDR.

Manufacturer narrative:
The service provider provided the investigation report on 08/15/2022. The actual device was tested. The device constantly alarmed air-in-line when there was no air in the tubing. The reported false alarm issue was confirmed. The air-in-line sensor was replaced. The pump was repaired and tested to meet full specification.